Event description:
It was reported that the patient underwent a posterior spinal fusion at t10-pelvis with pedicle subtraction osteotomy at l2. It was reported that 8-10 weeks post-op the setscrews came out of the pedicle screws at the top of the construct. As a result there was a loss in correction above the pso site. A revision surgery has not been scheduled as of yet. The patient experienced back pain.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.